Manufacturer narrative:
The device was not returned for evaluation. A lot review was performed and there we no discrepancies that may have contributed to a complaint of this nature.

Manufacturer narrative:
It is unknown if the device will be returning for evaluation. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number (plots). The possible lot number is 886125h with expiration date of 04/01/2021. Device manufacture date for the possible lot number is 04/01/2018. Concomitant medical products: cyclosphosphamide, etoposide, cisplatin, and nacl 0.9% 250ml, MFR unknown. Primary plumset, ln: 142550489, lot number: 876465h.

Event description:
The event involved an extension set that was reported to leak chemotherapy at the filter. The extension set was connected to a primary plumset and was infusing a three drug combination of cyclophosphamide, etoposide, cisplatin, and nacl 0.9% 250ml at a rate of 12.5 ml/hr. After an unspecified amount of time, a leak was noted in the center where the circular tube connects to the disc of the filter at the back of the filter. The device was turned off, sequestered, decontaminated, and the chemotherapy was remade for the patient. The tubing set was replaced and a leak was detected again shortly after the infusion started. There was no adverse event and no delay in critical therapy.